Manufacturer narrative:
No anomalies detected by checking the sterilization charts of all the lot# involved (smr reverse humeral body, lot# 201600167; reverse hp liner, lot# 201600217; reverse hp glenosphere, lot# 201700002; connector + screw, lot#201600255; stem, lot# 201600187; glenoid metal back, lot#201600316) on the overall number of pieces manufactured with these lot#, thus indicating that the products were correctly sterilized before being placed on the market. We will submit a final MDR once the evaluation will be concluded.

Event description:
Primary smr reverse shoulder prosthesis was implanted on (B)(6) 2017. The patient developed staphylococcus epidermidis infection resulting in loosening of all components. As a consequence of the infection the prosthesis was revised on (B)(6) 2018 and all components were removed. Event occurred in (B)(6).

Manufacturer narrative:
Check of DHR: no anomalies detected by checking the sterilization charts of all the sterilization lot# involved (smr reverse humeral body, lot# 201600167; reverse hp liner, lot# 201600217; reverse hp glenosphere, lot# 201700002; connector + screw, lot#201600255; stem, lot# 201600187; glenoid metal back, lot#201600316) on the overall number of pieces manufactured with these lot#, thus indicating that the products were correctly sterilized before being placed on the market. Missing/not reported info about this case: - no explants available: according to the info reported, explants were disposed of as per hospital policy; - no x-rays available; - no surgeon remarks about infection; - no approximate date of onset of infection; - no clinical patient's history provided (any other previous infection?); - no info about components implanted during the revision surgery performed on (B)(6) 2018; - from the minimum info reported, infection seems to be related to the patient in some way but no indication about how or after what the patient could have contracted the infection. With only the very few info provided, a deeper investigation about this case is not possible. Sterilization and manufacturing records of all the components involved were checked and the batches were manufactured/sterilized correctly up to specs and in-line with the relevant checks and tests and no manufacturing/sterilization deviations were reported. Event not product related. Pms data: according to our pms data, smr reverse revision rate due to infection is 0.05%. None of the cases we could investigate were classified as product related. No specific corrective actions for this case. Limacorporate will continue monitoring the market to promptly detect any further similar issue.

Event description:
Smr reverse shoulder prosthesis implanted on (B)(6) 2017. According to the info reported, patient developed staphylococcus epidermidis infection resulting in loosening of all components. Consequently, a revision surgery was performed on 10th of april 2018: all the components previously implanted were removed. Event happened in australia.